Manufacturer narrative:
It was reported that the pump alarmed for occlusion and that the tubing ballooned when a flush was performed above the pump. Received one used primary set model 2420-0007 lot unknown. The set was visually inspected for kinks, incomplete bonding engagements, holes / tears in the tubing or damages to the components. Visual inspection confirmed deformation in the silicone tubing pump segment (p/n: 12088541) at the center of the pumping segment. Further inspection observed that the affected area was weakened and collapsed. The set was received with clear fluid primed throughout the entire set. No other anomalies or evidence of damage were observed upon initial visual inspection. Functional testing was performed for the failure of an occlusion alarm by attaching the set to one lab IV bag filled with blue dye water and by allowing the set to prime via gravity. The set reprimed slowly due to the deformation of the silicone segment. The silicone tubing was massaged to its normal state and reprimed successfully. The set was loaded into a lab pump module and programmed at a rate of 125ml and vtbi of 125ml/hr. The infusion completed with no occlusion alarms or any issues. Functional testing of previous complaints with the failure mode of ¿balloon / bulge in silicone tubing segment¿ was performed by placing the infusion set in an alaris pump module and closing the door, programming / running the infusion, pausing the infusion, and then injecting an IV push fluid bolus through a distal y-site of the infusion set. Testing included injecting an IV push bolus after clamping the tubing (below the pump segment but above the IV push site per the dfu) and injecting the IV push bolus without clamping the tubing. Ballooning was not replicated in any clamped testing but has been replicated in unclamped testing when the tubing had been visually observed to be compromised (from previous ballooning). Due to the high number of previously investigated complaints for this same failure mode exhibiting the same visual observations and functional testing results of ballooning caused by excess pressure within the silicone tubing segment when the tubing is not clamped per the dfu instructions or a push above the pumping segment, further functional testing of events reported for balloon/bulge in the silicone tubing segment is not required. This rationale is supported by instruction 7.2.2 of 1503-001-000-swi-mms (v. 02) cad complaint failure investigation (dir#: (B)(4) that states that the complaint failure investigation is not required if the investigation on the reported event has been previously performed and is supported by the technical customer advocacy manager. Further visual inspection of the silicone tubing confirmed that the tubing's concentricity was within specification. Equipment used (measurement and testing performed on 18aug2020) optical ram-cnc, eq08204, calibration due date: 05feb2021. . 8015 alaris pcu 1.5, eq08330, calibration due date: 04aug2021. 8100 alaris system lvp, eq08327, calibration due date: 16nov2020. A device history record could not be performed due to no lot number was provided by the customer. Functional testing did not observe any occlusions with set model: 2420-0007. Previous investigations have shown that a balloon can cause an occlusion alarm, the cause of the occlusion in this case is unknown as the reported occlusion alarm occurred during use and prior to the flush. Since the observation of the balloon in the silicone tubing segment has already been observed in a high number of previously investigated complaints, functional testing was not conducted. This is rationalized in instruction 7.2.2 of 1503-001-000-swi-mms (v. 02) cad complaint failure investigation (dir#: (B)(4) that states that the complaint failure investigation is not required if the investigation on the reported event has been previously performed and is supported by the technical customer advocacy manager. Although the root cause could not be definitively determined, previous extensive failure investigations have found that ballooning can occur when an IV push medication or flush is executed below the pump without first clamping the tubing above the injection port. As reported, the flush was performed above the pump as this action was found to result in excessive pressure within the silicone segment thus causing the silicone segment to balloon.

Event description:
It was reported that as lvp 20d 2ss cv tubing ballooned. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported that the pump alarmed occluded downstream, but the tubing was not occluded. Staff member attempted to flush from the port above the pump but the tube ballooned instead of opening up.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv tubing ballooned. The following information was provided by the initial reporter: material no.: 2420-0007, batch no.: unknown. It was reported that the pump alarmed occluded downstream, but the tubing was not occluded. Staff member attempted to flush from the port above the pump but the tube ballooned instead of opening up. Went to start a norepinephrine gtt and the pump alarmed occluded downstream. Tubing was not occluded. Opened the channel and the tubing was clamped completely down. Attempted to flush from the port above the pump and it did not open up. It actually ballooned up above the flat IV tubing. Tubing was replaced and I was able to restart the medication.